Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display and a keypad anomaly. The customer¿s blood glucose was 147 mg/dl at the time of incident. Customer stated that the insulin pump was beeping with no alarm. Customer also had an unexpected restart alarm and is recurring during normal use. Customer had a keypad anomaly and the buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Blank display and constant tone due to faulty mother board. Unable to confirm button keypad anomaly, unexpected restart alarm anomaly or perform the operating currents measurement, self-test, unexpected restart error test and displacement test due to blank display anomaly. No damage on keypad assembly noted. Insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window.